Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager door was jammed. The customer stated that they tried to reboot and recover but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2020, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed. A field service engineer arrived at medstation and asked customer to log in and inventory medications in the refrigerator, as no failure was present upon arrival. Verified the door opened and closed correctly. Powered off pyxis, opened the side door on the remote, removed and inspected the latch, cleaned connections, and reinstalled latch. Ensured the remote box was locked down and centered with the hasp. Powered pyxis back on. In the application, customer logged in, recovered the failure, and inventoried medications in the refrigerator. The system functioned as intended after the field service engineer repaired the device.